Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, a disconnection of the homechoice cassette line from the bag occurred resulting in leak, and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of six of peritoneal dialysis (pd) therapy. During troubleshooting, the patient further reported that the bag on the blue line separated from the homechoice cassette line; fluid leaked on the floor. Renal therapy services (rts) assisted the patient with ending therapy and supply removal. Rts reviewed proper procedures per the user manual and advised the patient to contact the pd nurse regarding further instructions. There was no patient injury or medical intervention associated with this event. No additional information is available.